Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Correction g1 state device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Global ptc number the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, during an unknown procedure, a drill bit was used manually (not powered on) with an unknown drill guide. There already was an unknown headless compression screw (hcs) implanted earlier and the surgeon was attempting to insert a smaller screw alongside this for added stability. However, when the drill bit was being used, the surgeon noticed that the end of the drill bit had splintered and broke off inside the patient which left fragments. Most of the fragments were taken out of the patient but there was a small bit which was unable to come out. As the surgeon tried to remove the rest, it became buried even further. The surgeon then thought it best to discontinue the attempt and insert a second screw, followed by a washout and closure. There was no surgical delay. Patient outcome is unknown. Concomitant device reported: drill guide (part#unknown, lot#unknown, quantity#1); headless compression screw (part#unknown, lot#unknown, quantity#1). This report is for one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: part: 310.221, lot: f-12542, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 23. May 2012. The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was conducted. Visual inspection: a piece of about 2.4mm length is broken off, none of the fragments was returned. Otherwise is the drill bit in a good condition without any visible damages. Dimensional inspection: checked dimensions with micrometer 3-03-17585 (diameter) and caliper 3-01-19789 (length) per relevant drawing: outer diameter: specification 2mm 0/-0.03 / measured: 1.98mm = pass inner diameter: specification 1.2mm +/-0.05 / measured: unobtainable = damaged post-manufacturing remark: diameter was checked after manufacturing and within specification back then. Overall length (to define length of the missing piece) specification 150mm +/-0.1 measured: 147.6mm = damaged post-manufacturing material or hardness review: the review of the manufacturing documents has shown that with 1.4112 stainless steel the correct raw material was used and that the hardness of this lot was within the specification. Drawing/specification review: the risk management file was reviewed and this complaint condition is adequately addressed. The calculated occurrence rate of 0.0369% speaks against a design related issue. Summary: this complaint is confirmed as the drill bit is broken as complained. The findings above let us exclude a manufacturing related issue. Based the provided information the root cause of this breakage cannot be defined. We can only assume that a mechanical overload, for example by too much lateral stress or an excessive contact with the in the complaint description mentioned first placed screw, caused the failure of this drill bit. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.